Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an out-of-box failure for the patient reference tracker during a case. The manufacturer representative (cs) used another patient reference tracker and issue resolved. There was no reported impact to patient, and there was less than an hour delay to the procedure.

Manufacturer narrative:
H3, h6: the returned tracker was analyzed. The returned tracker would not track when connected to a known good system, but it displayed a red status. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.